Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed a test step during testing and will be send back unrepaired. In addition to the above evaluation, damage to the liquid crystal display (lcd) was found on the device and system error found for 30 second testings due to the battery. The internal battery was charged which was depleted. No action required and no pm required, handle o-rings replacement required, rubber feet are missing.